Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also a p-wave amplitude measurement issue was observed.

Event description:
It was reported that the patient presented to the hospital after hearing alert tones. The right ventricular (rv) lead had non-sustained episodes with oversensing of noise. The rv lead was partially explanted, capped and replaced. It was further reported that the right atrial (ra) lead had no effective stimulation due to oversensing. The ra lead also had diminished sensing. The ra lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/str etching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.